Manufacturer narrative:
Visual inspection of the interior revealed the driver's secondary motor to be out of bottom dead center (bdc) position. The driver's alarm history was reviewed and revealed a '2d' fault alarm code. This alarm is produced as a result of the operation of the secondary motor. Since the secondary motor was observed to be out of the bdc position, it is likely that this is the customer-reported alarm and was produced because of secondary motor engagement. The conditions that caused the secondary motor cam follower to move out the bdc position cannot be conclusively determined, but it is possible that it occurred due to a drop, near drop, or other rough handling of the driver. Despite the observed secondary motor cam follower moved out of bdc position, testing confirmed that the driver functioned on both the primary and secondary motor circuits. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver did not pass the system check out.